Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while positioning the valve, supra ventricular tachycardia (svt) was noted. Svt was suspected due to the non-medtronic guidewire being inadvertently caught in the mitral valve. Subsequently, the patient was cardioverted twice and converted to sinus tachycardia. Pacing was done for the rest of the deployment and was converted to general anesthesia. The valve was successfully deployed and normal sinus rhythm was noted by the end of the procedure. Following the valve procedure, left bundle branch block (lbbb) was noted and no treatment was prescribed. Three days post valve implant, second degree atrio-ventricular (av) block was noted with bradycardia and continued lbbb. Subsequently, a permanent pacemaker was implanted two days later. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.